Event description:
The customer reported the ECG cables are faulty. There was a patient involved. However, there was no patient harm or serious injury reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the ECG cables are faulty. There was a patient involved. However, there was no patient harm or serious injury.